Event description:
A lead migration revision was planned for a patient implanted with evoke leads. On (B)(6) 2022, the revision was performed. It was noted that the lead could easily be pulled through the anchor, despite tightening of the anchor screw.